Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g6,h1,h2,h3 and h6. The balloon of the 6f-7f mynxgrip vascular closure device (vcd) was being prepped, however, after inflating the balloon with normal saline, the balloon would not deflate. Therefore, the product was never inserted into the patient. The procedure was a diagnostic peripheral and a retrograde approach was used the deployer is mynx certified. An unknown 6f sheath was used. Hemostasis was achieved with manual compression for less than 30 mins. The patient recovered after the event. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2016101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - during prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information available for review it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, instructs users to remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Then, fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9,d10,g4,g6,h1,h2,h3 . This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The balloon of the 6f-7f mynxgrip vascular closure device (vcd) was being prepped, however, after inflating the balloon with normal saline, the balloon would not deflate. Therefore, the product was never inserted into the patient. There was no reported patient injury. The device is expected to be returned for.